Event description:
Patient #1 of 2: report received of an over-delivery of nitroglycerine. The pump was in use on a patient with unstable angina. The pump was programmed to delivery nitroglycerine at 9ml/hour. The rn noted that the fluid was dripping "very fast". The pump was cleared at 1430 and in 20 minutes it was reported that 7.7ml had been delivered to the pt. The pump was removed from use with this pt. No medical interventions were required for the pt. The patient's blood pressure remained stable and there was no reported adverse event. The customer used the pump on a second pt without any testing performed after this initial incident. Though requested, there was no further information available.